Manufacturer narrative:
Product event summary: the partial catheter was returned in pieces and analyzed and no anomalies were found. The delivery catheter shaft was kinked/buckled and showed a spiral slit. Visual analysis indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while slitting the inner catheter broke. The catheter was able to be removed with the lead intact. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.